Manufacturer narrative:
Investigation included a review of device use and user troubleshooting guidance. Investigation of this case revealed inability to maintain cgm connection with no responsible device identified. It was concluded that the event involved a pairing failure with no injury and that user education resolved the issue.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor disconnection while using the ilet system, and customer support guided the user to toggle cgm model settings and reenter the sensor code to restore pairing. Symptoms included none reported. Outcomes included no reported impact on activities of daily living and no medical intervention.